Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the lcd screen was observed white and unable to be viewed. The device's lcd display was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator's screen. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the lcd screen was observed white and unable to be viewed. The device's lcd display was replaced to address the issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.